Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse resolved the issue by replacing the sodium electrode, correctly attached the sample pod tubing and refilled the reference electrode. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous high sodium patient results were generated on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.